Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device showing error code 45639 during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Confirmed customer complaint of ¿it was reported that the device showing error code 45639¿ once unit was turned on error message kept alarming. Visual and functional testing was performed. Upon further investigation units' dso seal was lifting. Replaced dso seal. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.